Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2500 ohms on the atrial channel. A review of the device data noted the measurements have been increasing for some time. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating pacing impedance measurements on the atrial channel were still out of range. A review of the data noted noise and thousands of inappropriate atrial tachycardia response (atr) events. A boston scientific technical services consultant recommended system evaluation to determine the cause of the reported clinical observations. No intervention is planned at this time and the patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.